Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent unilateral removal and replacement with another 300cc mentor memorygel breast implant on (B)(6) 2019. In addition, the patient also experienced right breast periareolar scars, which necessitated surgical intervention. The scars were excised but the right breast implant remained implanted. This medwatch form is for the right breast prosthesis.